Event description:
It was reported that the ilet bionic pancreas displayed alert 38 indicating a motor stall, which persisted after multiple restarts, and the user¿s blood glucose remained unaffected; the device was shut down, and a replacement was arranged with instructions provided for return and data sync to the mobile app. Symptoms included no adverse clinical effects. Outcomes included device replacement and continued cgm use via the dexcom app or receiver. Investigation included remote troubleshooting and user education. Investigation of this case revealed a suspected pump motor stall consistent with a device mechanical malfunction. The engineering logs were further reviewed to find multiple occlusion alerts leading up to the motor stall. Data also indicates that the device was able to function again before being returned for evaluation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.